Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12. There was no impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reset the pump on their own, and as a corrective action, cts decided to replace the pump. They advised the caller that they would receive a pump with updated software and provided instructions on returning the defective pump. Customer reverted to an alternative method of insulin therapy.